Manufacturer narrative:
(B)(4). The complaint mr290 vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in (B)(4) but the evaluation has not yet begun. We will provide a follow-up report upon completion of our investigation

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water after twenty days of use. It was reported that the water leak was found at the chamber base near the heater plate and there were some cracks on the chamber base. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Correction b5 "after twenty days of use" to "after few days of use" method: the complaint mr290v humidification chamber was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Results: visual inspection revealed the horizontal crack line on the lower part of dome. Conclusion: due to the nature of this device, there are several possible failures that could manifest themselves in the reported event. We are unable to determine what caused the crack on the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Do not use beyond 14 days maximum duration of use."

Event description:
A distributor in china reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water after few days of use. It was reported that the water leak was found at the chamber base near the heater plate and there were some cracks on the chamber base. There were no reported patient consequences.